Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-01236. It was reported the patient passed away on (B)(6) 2019, it was noted the patient's death was not related to the scs system.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-01236.